Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer was asking, ¿why there are no pacing % information at the quick look ii starting screen and print out available?¿ the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.